Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reex0526 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the wire did not thread as intended. It advanced upward and needle did not retract 100%. No other information was provided.

Event description:
It was reported that the wire did not thread as intended. It advanced upward and needle did not retract 100%. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to advance the guidewire is confirmed but the exact cause remains unknown. Two photo samples of an accucath device were provided for evaluation. The first photo shows the needle portion which has not been retracted. The guidewire appears to be extending out through the side flash notch of the needle. The second image shows the needle to be partially retracted with safety mechanism. The needle bevel is shown to still be extending past the housing. The guidewire appears to be interfering with the complete retraction of the needle. Based on the information provided, possible contributing factors include advancement of the guidewire against tissue or resistance. The guidewire was also found to be the contributing factor to being unable to retract the needle. Since the guidewire was observed to be protruding out of the needle flash notch, the complaint is confirmed but the exact contributing factors remain unknown. Evaluation findings are in section h.11.